Event description:
"On (B)(6) 2014 at (B)(6) it was reported that the hcu 30 serial number (B)(4) displayed error 7032 at start-up self test (failed self-test) and the front foil buttons were not functioning. (B)(4)."

Manufacturer narrative:
"(B)(4). The device was evaluated by the ssu technician and the I/o board and front foil were found to be defective and were replaced. "